Event description:
While this pt was in the hospital in a monitored bed, he was found to have inappropriate sensing and inappropriate capture of the ventricle by the pacer lead. While it was determined that the pacemaker was at the end of useful life, when the lead was interrogated, capture was obtained with the old ventricular lead only at 5 volts and a resistance of 200 ohms. In view of the inappropriate sensing namely 3.5 mv of the r waves, the lead was capped and a new lead was implanted.